Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device balloon had a hole and discovered after it was tested. There was no patient involvement.